Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. A non bsc stent was implanted on an unspecified date in the moderately tortuous superficial femoral artery (sfa). The 100% stenosed lesion was an area of in-stent restenosis within the previously implanted stent. A 7.0 x 40 sterling balloon catheter was advanced to treat the lesion and during the first inflation, the balloon ruptured at 10 atms. The device was removed intact and the procedure was completed with a different device. There were no patient complications and the patient's condition was reported as good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. A non bsc stent was implanted on an unspecified date in the moderately tortuous superficial femoral artery (sfa). The 100% stenosed lesion was an area of in-stent restenosis within the previously implanted stent. A 7.0 x 40 sterling balloon catheter was advanced to treat the lesion and during the first inflation, the balloon ruptured at 10 atms. The device was removed intact and the procedure was completed with a different device. There were no patient complications and the patient's condition was reported as good.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: visual examination of the returned device revealed dried blood present on the outer surfaces of the device. Visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a circumferential tear in the balloon wall approximately 30mm from the tip. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).